Event description:
It was reported that the vns pt had died. No additional information is available. Good faith attempts to obtain additional information has been unsuccessful till date. The cause of death is unknown at this time.